Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin as it supposed to. The customer's blood glucose was 293 mg/dl at the time of incident. The customer performed self test. The insulin pump will not be returned for analysis.